Manufacturer narrative:
(B)(6). Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the safety disk and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), that newly replaced cardiosave intra-aortic balloon pump (iabp) safety disks failed the manifold test. There was no patient involvement, and no adverse event reported. Separate mdrs are being reported for each safety disk.

Manufacturer narrative:
The national repair center (nrc) received the safety disk, a senior repair technician of the nrc inspected the safety disk per the cardiosave service manual with no visual damage observed. The technician installed the disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The technician verified the disk failing for the membrane leak test. The test failed at 11 mmhg; the factory specification for this test is +/- 6 mmhg. The safety disk was sent to getinge production department per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The national repair center (nrc) received the safety disk, drive from the getinge production department. Production verified the failure of the disk failing the membrane leak test. The nrc will retain the safety disk per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), that 5 newly replaced cardiosave intra-aortic balloon pump (iabp) safety disks failed the manifold test. There was no patient involvement, and no adverse event reported. Separate mdrs are being reported for each failure.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: e1, g1, h6 (medical device - problem code).